Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy to remove the essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be unrelated to essure. The reporter commented: essure was removed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain / pain in left lower abdomen') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and gastric disorder ("stomach trouble"). The patient was treated with surgery (laparoscopy to remove the essure). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and gastric disorder outcome was unknown. The reporter considered abdominal pain lower and gastric disorder to be unrelated to essure. The reporter commented: essure was removed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Sample received at quality unit yes. Date of sample received at quality unit (B)(6) 2021. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Device sample was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain / pain in left lower abdomen') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and gastric disorder ("stomach trouble"). The patient was treated with surgery (laparoscopy to remove the essure). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and gastric disorder outcome was unknown. The reporter considered abdominal pain lower and gastric disorder to be unrelated to essure. The reporter commented: essure was removed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2021: physician answered to follow up request what kind of 'pain' had occurred: the patient had "pain in the left lower abdomen" (reported term specified) and ¿stomach trouble¿ (event added). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.